Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23198. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient had not recharged her ipg in over a year due to ineffective stimulation. Subsequently, the ipg in inoperable. The patient underwent surgical intervention on (B)(6) 2014 and her scs system was explanted and replaced.